Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the stimulation was auto-reducing. The sjm rep met with the patient for multiple reprogramming sessions, and each time the patient had add'l invalid impedances. It was reported the patient had some programs which provided effective stimulation, but the invalid contacts had increased over time.